Event description:
Customer's family member called in 2002 alleging the meter was reading inaccurately high. Obtained a blood glucose result of "80 mg/dl" on meter, while having a seizure. The paramedics tested blood glucose at "60 mg/dl" on their meter and treated with "IV glucose". Taken to the ER and a lab result of "3 mg/dl" was reported. Treated with "IV glucose" for "4 hours". Control solution was not available for a quality control check however customer's family member reported that the control solution test had not passed the week prior to the incident. Whether that result had been higher or lower than the range is not clear. Also customer's test results before the seizure are not available. The fact that meter did not pass control solution test suggests meter or strip malfunction. The incident happened a week after customer became aware of the malfunction through control solution test, therefore this case is not reported as an adverse event. Meter and control solution have been replaced. Medical affairs specialist tried to contact customer twice unsuccessfully, therefore mailed a letter.